Event description:
Customer stated that she is experiencing extreme lows and highs. The blood glucose reading was 300 mg/dl. The current blood glucose reading is 208 mg/dl. Customer is feeling tired and has headaches. Customer has treated with a bolus. Customer has been experiencing lows for four months. Customer's son has called the paramedics for a past event. Customer was not taken to the hospital. Another low caused her to hit her head. No medical treatment; customer put bandaid on head. Physician advised her to change her basal rate for the middle of the night. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.